Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed, and the reported failure was reproduced during visual inspection.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the finger clutch on the right master tool manipulator (mtmr) was slightly delayed in its response. The mtmr was replaced and the issue was resolved. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the product to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console's (ssc) right master tool manipulator (mtmr) stopped controlling the universal surgical manipulators (usms) 3 and 4. The surgeon moved to the other ssc to continue the procedure. The technical service engineer (tse) did not find any errors in the logs. The customer called back the next day to report that the right hand control was disabled, specifically the right finger clutch was not responding. The tse did confirm a related error in the logs. The procedure was completed using the secondary ssc with no reported injury.